Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets had no flow with the clamps opened. The events were further described as "saline water does not flow from bulb" (drip chamber) to "end" and there was a "narrowing of the cord" (tubing). This was observed during preparation; however, patient involvement was not known. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) actual devices were received for evaluation along with photographs of the samples. Visual inspection of the photographs identified a flattening of the tube near the drip chamber which may result in a flow issue. Visual inspection of the actual samples was performed which observed the tube was incorrectly assembled to the chamber for a sample and the other sample had a twisted tube in the y-connector (tail-end). The reported condition was verified. The cause of the condition is related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.